Event description:
It was reported that the patient received two inappropriate shocks which caused pain and fear. The impedance was noted to be low, invalid data was noted in the episodes, and electrograms were noted to be flat lined. One episode with electrograms showed no atrial or ventricular capture. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient received two inappropriate shocks which caused pain and fear. The impedance was noted to be low, invalid data was noted in the episodes, and electrograms were noted to be flat lined. One episode with electrograms showed no atrial or ventricular capture. The device was explanted and replaced. No further patient complications have been reported as a result ofthis event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated shorting/low impedance in the hybrid.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device lost telemetry and function due to battery depletion. The cause of the depletion cannot be determined. The device was fully functional and operated under normal current drain when powered with an external supply. The residual voltage and impedance indicates that the battery was not internally shorted. There is a save to disk data that is in the event, however it could not be translated. The result of analysis is inconclusive. Performance data collected from the device was analyzed. Oversensing was noted as six ventricular nst episodes <=216 ms occurred on (B)(4) 2012 in the timeframe between 09:07:01 and 09:07:45. Three vf episodes <=160 ms average v-cycle occurred on (B)(4) 2012 in the timeframe between 09:00:35 and 09:08:02. Interference/noise was noted as the ventricular short interval count was 142 counts, in 0.69 day, between (B)(4) 2012 21:03:04 and (B)(4) 2012 13:37:50. Low resistance/impedance was noted as one patient alert for out of tolerance subthreshold lead impedance occurred on (B)(4) 2012 09:00:15. The programmer save to disk data file (B)(4) show alert events for "rv bipolar lead impedance 133 ohms." And "rv defib lead impedance 3 ohms." On (B)(4) 2012. One lead integrity alert was triggered for lead failure predictor on (B)(4) 2012.